Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that after the third time restart/reboot the device stayed powered up and the clinician used it to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to loose hardware on the battery interconnect board. The hardware was secured to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.